Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir leaks. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the inside of the reservoir compartment was wet and smelled like insulin. Troubleshooting could not be performed because customer did not know where leak was coming from. No further details given.